Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: the actual device was returned for evaluation. One empty opened folder and a needle-suture piece of product code p1663 were received for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a female patient underwent a thoracotomy procedure on (B)(6) 2019 and suture was used. It was reported that the suture breaks when trying to suture the skin of the patient. There was no delay in surgery. The procedure was successfully completed. There were no adverse patient consequences reported.